Event description:
It was reported that there was a malposition of the device and a surgery was performed. It was stated that the device was ¿bulging out,¿ noting that the patient was very skinny, so it was decided for safety reasons to place the device deeper. The patient reportedly did not have an infection or any symptoms. Additional information requested.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# b)(4), implanted: b)(6) 200, product type: lead. Product ID: neu_unknown_lead, serial# b)(4), implanted: b)(6) 2001, product type: lead. B)(4).